Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient has right hip pain. Restoration modular hip broke and was revised.

Manufacturer narrative:
Reported event: an event regarding a fractured stem involving a restoration modular stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant concluded: [...]procedure-related factors: surgical technique of trochanteric osteotomy stabilisation. Patient-related factors. Bone defect condition after previous revision surgery. Device-related factors: none. Diagnosis: complex revision surgery for previous failed devices together with development of trochanteric pseudarthrosis after prior access osteotomy left a significant bone defect condition with loss of bone support around the entire proximal rm device section with overload condition and ultimately a fatigue fracture.[...] Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review concluded [...] Complex revision surgery for previous failed devices together with development of trochanteric pseudarthrosis after prior access osteotomy left a significant bone defect condition with loss of bone support around the entire proximal rm device section with overload condition and ultimately a fatigue fracture.[...] No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
Patient has right hip pain. Restoration modular hip broke and was revised.